Manufacturer narrative:
An x-ray was provided for evaluation. It was noted that no further information or medical records available due to hospital policy. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had a right hip revision due to broken exeter stem.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown exeter stem was reported. The event was confirmed. Method & results: -device evaluation and results: the device was not returned for evaluation. -medical records received and evaluation: a review of the medical information by a clinical consultant could confirm the event but could not determine a root cause. -device history review could not be performed as the lot ID is unknown. -complaint history review could not be performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, additional x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the patient had a right hip rtevision due to broken exeter stem.